Manufacturer narrative:
Batch review performed on 19 aug 2025. Lot: 2309306: (B)(4) items manufactured and released on 05-nov-2023. Expiration date: 2028-may-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: the surgeon revised liner height, which is a common practice to restore joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 5 months, the patient came in reporting stiffness. The surgeon downsized the insert (from 12 to 10 mm) to give the patient more range of motion. The surgery was completed successfully.